Event description:
Boston scientific received information that during routine device replacement, this chronic implantable defibrillation lead and replacement implantable cardioverter defibrillator (ICD) exhibited noise on the pace/sense portion of the lead and high out of range shock impedance measurements greater than 125 ohms. Shock impedance measurements during defibrillation threshold (dft) testing were observed to be 60-64 ohms. The programmed configuration was distal coil to can. The pocket was closed and the patient was scheduled for follow up for a date in the future. This product remains implanted and in service. No adverse patient effects were reported. Subsequently, the physician requested disk analysis of stored episodes and electrograms (egms) from the previous explanted device to see if noise was present prior to device replacement. Analysis of the memory from the previous device revealed no noise.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.